Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally between (B)(6) 2025 and (B)(6) 2025 no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.